Manufacturer narrative:
Although requested, the lens has not been returned. The investigation of this event is ongoing.

Event description:
An optician reported that when the consumer removed the lens from their right eye, they felt discomfort. Later that evening, the right eye was itchy and watery. On the next day, the consumer visited an ophthalmological emergency room as the symptoms were worst. The optician reported that the ophthalmologist indicated that the consumer had the beginnings of a corneal abscess, and that it was caused by bacteria in the lens product. The consumer was given an unknown treatment for 10 days and recovered without consequences.

Manufacturer narrative:
Although requested, the lens has not been returned. The review of the manufacturing records concludes that the product was manufactured, packaged, and released according to global and plant product specifications. Based on all available information, no causal factors can be determined, and no conclusion can be drawn.